Event description:
Boston scientific received information that the patient presented to the emergency room due to receiving six to eight inappropriate tachycardia therapy episodes, which led to therapy exhaustion. Upon interrogation complete loss of ventricular capture was observed. The electrogram showed undersensing of the r-waves and oversensing of ventricular fibrillation. A chest x-ray confirmed that the right ventricular (rv) lead had dislodged into the atrium. A lead revision procedure was performed. During the revision procedure the physician first attempted to reposition the rv lead without a sheath, but was unable to manipulate the lead. The physician then placed an introducer into the subclavian vein, however when the lead was placed into the ventricle, it would not extend. The rv lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported as a result of the lead revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.